Event description:
It was reported that there was a problem with the exposure switch on the 9800 system. As noted, after release of the switch it seemed that another exposure was completed. It was also noted that there were blurry images on the printer. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, it was noted that there was a generator rode error. Replaced the generator interface board pcb. Also noted faulty bnc cable. Customer replaced bnc cable. The system was tested and found to be working as intended and placed back into service.